Manufacturer narrative:
The cot had exceeded design life and the wheel experienced wear that led to a state of not rolling.

Event description:
It was reported that a wheel on the cot would not roll due to wear. No adverse consequence was alleged.